Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, ab no; damaged jaws, ab no; damaged feed bar, ab no; damaged handle shrouds, ab no; damaged tip shrouds, a no b broken; damaged trigger, ab no; damaged tube, ab no and damaged weld seams, ab no. Functional tests & results: antibackup functional, a yes b na; firing: feed conform, a yes b na; firing: form conform, a yes b na; jaws: hold clip, a yes b na; jaws: inside width at tips, a.220 b.217; lockout functional, ab yes and number of clips fed and formed, a 5. Analysis conclusion: based upon the inquiry info rec'd and visual examination, it was concluded that instrument b was returned with the top shroud broken in half. No conclusion could be reached as to how this damage ocurred. No testing could be performed due to the condition of the top shroud. Instrument a was returned in good physical condition. Instrument a was cycled, fed, and fired five clips within design spec. Each instrument is evaluated during the assembly process to ensure the clips feed and form proplery.

Event description:
It was reported the device was used during a laparoscopic splenectomy procedure. It was reported by the affiliate that the device was dropping clips. There was no pt consequence.